Manufacturer narrative:
B3: event date is unknown. H3: product analysis # product:9560101, lot no:1617424 analysis confirmed that the image was cloudy during inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (healthcare provider (hcp), service repair) via a manufacturer representative regarding a endoscope used on patient having micro endoscopic discectomy (med) therapy. It was reported that the instrument was cloudy and it was difficult to see. There was no patient symptoms reported. There were no further complications reported regarding the event.